Event description:
Pt post-op from surgery of fractured ankle. On pca pump for pain management / pain medication. Pt became apneic, for a couple minutes. Administered oxygen and narcan. Immediate response, discharged the following day in stable condition.